Event description:
It was reported that the balance middleweight (bmw) guide wire was placed at the lesion and when loading an unspecified device onto the guide wire, resistance was encountered and it could not be advanced. Resistance was encountered during retraction as well, however the device was able to be retracted from the guide wire. The bmw guide wire appeared to be scratched and peeled. A new bmw guide wire was used to complete the procedure. No clinically significant delay in procedure was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.